Event description:
Prior to opening the package, it was noted that the stent was slightly deployed in the packaging. There was no damage to the packaging and the product was properly stored. There was no mishandling of the package prior to opening. The device was secure in the packaging. The product was not used in the procedure. Another precise stent was used to complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.